Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer stated that two sets kept showing "occlusion" alarm (n185), and both sets were tried on 2 pumps and it still had the same issue. The event occurred during infusion. Normal saline was involved in the event. There were no obvious defects noted on the product and no other defects noted. Therapy was resumed after replacing the product. There was patient involvement, and no patient harm/adverse event reported. No further information is available regarding this complaint.

Manufacturer narrative:
The device is available for evaluation, it has not been received. The investigation is pending.

Manufacturer narrative:
Received two used 14687-15 primary plum set. No visual defects or anomalies noted. Each of the two sets were attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, occlusion alarms, or air in line alarms generated and no restrictions in flow were observed the reported complaint of pump a keeps alarming cannot be replicated but can be confirmed based on lot history. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The lot history was reviewed, and the date of the cassette manufacture falls within the scope of the CAPA. This may have contributed to the reported complaint. Corrective actions are in process.